Event description:
It was reported that the patient had a spinal cord stimulation system for four year, but was allergic to it and had it removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3998, lot# j0519435v, implanted: 2005-(B)(6), explanted: unk; extension model 748940, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk; extension model 748940, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk; programmer model 7435, serial# (B)(4).